Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the lawyer alleges the customer was hospitalized as a result of receiving incorrect doses of insulin while using the insulin pump and infusion set. No further info was provided.